Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported recurrent pain at tooth site 12 without inflammation or mobility.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One 3i t3® tapered implant 4/3 x 10mm5mm (bopt4310) was returned for investigation. Visual evaluation of the as returned product identified signs of usage but no significant damage was identified. Product matched print specification where measured. Removal tool was stuck with the implant and damage observed on returned implants due to removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician¿s removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review for the lot number (2020110658) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (2020110658) was performed for similar events using keyword medical pain and no other similar complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.